Manufacturer narrative:
Title: enb-guided microwave ablation combined with uniportal vats for multiple ground source: the annals of thoracic surgery (2021), accepted date: (B)(6) 2021 (B)(4) (subcutaneous emphysema) pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, eleven patients with multiple ground glass opacities (ggos) underwent enb-guided microwave ablation combined with uni-vats. Only one patient developed postoperative pneumothorax and subcutaneous emphysema and was successfully discharged from the hospital after treatment. Enb-guided microwave ablation combined with uniportal vats for multiple ground glass opacities. Rirong qu; (B)(6) 2021.